Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number asasl177 showed no other similar product complaint(s) from this serial number.

Event description:
It was reported by PICC rn that they have a sherlock 3cg sensor that is losing the PICC magnet tracking signal just after the PICC moves past the caj. The issue is stated to be intermittent. The customer places PICC's at the patients bedside so they move about the facility and do not have a dedicated PICC placements room. The customer also complained that intermittently the PICC signal will appear erratic in the manner of spinning around in circles, loss of signal, hanging (failure to drop in the svc) and appearing off the sensor icon on the screen. Sometimes the PICC would appear up in the jugular but the patients ECG would show it was not. X-ray confirmed proper placement.